Event description:
It was reported by customer that during use cs100 intra-aortic balloon pump (iabp) had an autofill error. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) when arrived, found they broke one of the connectors on the condensation removal module. After replacing the pneu component, fse performed a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, is cleared for clinical use, and was returned to the customer.